Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely that the fluid invasion inside pump unit occurred due to a check valve failure. However, a final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, the device evaluation found air pump corrosion inside the air tubing and fluid invasion was found inside the pump unit. In addition, the following was found: the olympus lamp was missing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii xenon light source was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: air pump corrosion was found inside the air tubing and fluid invasion was found inside the pump unit. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.